Event description:
Burning sensation around neck occurred in MRI. Since that time, when the patient's neck brace was taken off blisters had formed on both sides of neck where the patient felt the burning. The MRI tech was interviewed. Prior to the MRI, the patient did not complain of burning and all metal was removed during screening. Pt has skin hypersensitivity and may have had a reaction to the radiolucent sponges around MRI coil. Radiologists reviewed images showing no artifact. Wound care is addressing the site. The patient openly admitted to having sensitive skin. The right side is worse than the left side.